Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). A 7french non-bsc sheath was placed and a thruway guidewire was used. After performing aspiration for approximately one minute, the device lost aspiration and would not restart. The device was removed and another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition was reported as fine.